Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined upon return and the following was observed: liner partially expanded 24 cm in length from strain relief. Sheath shaft curvature observed. Liner partially delaminated at 2 cm from strain relief with 2 cm in length. Liner partially delaminated at 8 cm from strain relief with 6 cm in length. Sheath shaft kink observed at 4 cm and damage observed at 11 cm from strain relief. Scratches observed on hdpe. Distal tip split and soft tip damaged. Functional testing was performed. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. Imagery was provided for review. The imagery showed the patients access vessels had presence of calcification and tortuosity. The reported resistance and sheath kink were confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per event description, severe tortuosity was reported. Per review of 3mensio provided, there was presence of tortuosity in the patients access vessel. Per evaluation of the returned device, sheath shaft curvature was observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per event description, mild calcification was reported. Per review of 3mensio provided, there was presence of calcium in the patients access vessel. Per evaluation of the returned device, sheath shaft scratches were observed. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. In addition to the above factors, it was reported during the procedure, an aneurysm was observed before the bifurcation. During the passage of the aneurysm, the ds suddenly could not advance at the middle of the expandable part of the esheath. It was observed that the distal end of the valve kinked the esheath as per medical opinion, the root cause of the event was the aneurysm. An aneurysm may further contribute to the creation of a challenging pathway. Like calcification and tortuosity, it can result in the creation of suboptimal angles and a restricted condition for the sheath and delivery system during advancement. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.in addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, access vessel aneurysm) and procedural factors (excessive manipulation) may have contributed to the reported event.during evaluation of the returned device, the distal tip of the sheath was observed to be split. Per event description and per 3mensio provided, there was presence of tortuosity and calcification in the patients access vessel. In addition, an aneurysm was reported before the bifurcation, where the resistance was reported and the system was unable to advance further. Tortuosity, calcification, and an aneurysm in the access vessel can each subject the sheath to suboptimal angles during sheath or delivery system insertion, advancement, and/or withdrawal, which can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the observed tip split. In addition, sharp nodules of calcification can damage the sheath tip through direct contact. If excessive manipulation was used to overcome the resistance that was experienced, it may have also contributed to the tip split. As such, available information suggests that patient (calcification, tortuosity, access vessel aneurysm) and/or procedural (excessive manipulation) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. There was resistance with the devices during the procedure. During the preliminary investigation of the device, it was observed that the distal tip of the esheath was split.